Event description:
It was reported that in 2009, the patient was diagnosed with cardiac tamponade. The patient was then stabilized. At about 3 days later, the lead was explanted and replaced.

Manufacturer narrative:
Na